Manufacturer narrative:
The investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient received the message "replace generator, the generator has reached the end of service.¿ as the device was deemed inoperable; surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information noted that surgical intervention took place in which the ipg was replaced and therapy restored.